Event description:
The pt reported that after her pump refill with morphine (concentration and dose not reported) at the end of june, she stopped at her daughter's house and within an hour she was feeling sick. She called her pain hcp and he saw her as soon as possible. The pt stated that it was determined that not all of the medication at refill went into the pump, but instead, most of it was put under her skin. The pt was sent to the hospital for 4 days for observation. The pt stated that the day she came home, she had dry heaves all night and diarrhea to the point that she could not stand without "gravity taking over." Her children called her family hcp who sent her to the ER where she was given 2 unspecified intravenous solutions. She reported that she still had problems with "gravity" and was admitted to the intensive care unit, because she was unable to answer questions (e.g. Month, day, or anything she was asked). Since the event, the pt stated she had not had anything in the pump. Her pain hcp had recommended that they put saline into the pump until she decided to refill the pump with medication. The pt was considering having the pump filled with saline. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.